Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer stated their blood glucose was 500 mg/dl at the time of hospitalization. It was found the customer was feeling tired, thirsty and had shortness of breath. The customer reported the cause of their hospitalization was from diabetic ketoacidosis. Customer was hospitalized for one week as a result. The customer's current blood glucose was 301 mg/dl. The customer treated their blood glucose with a bolus. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. The customer was unable to perform a high pressure test at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).